Manufacturer narrative:
The hvad is used for treatment not diagnostic. It was reported by the vad coordinator during review of log files at clinic visit ona loss of power was noted 3.5 hours prior to review. The patient stated that this was about the time she woke up and changed from ac power to battery in the morning. She denied any alarms during the time of the reported event. Log files submitted to clinical engineering noted a double disconnect with an associated power loss and power up. The controller and batteries were exchanged. There was no reported effect on the patient. Investigation is ongoing. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2016-00238, 00239 and 3007042319-2016-00240) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator during review of log files at clinic visit ona loss of power was noted 3.5 hours prior to review. The patient stated that this was about the time she woke up and changed from ac power to battery in the morning. She denied any alarms during the time of the reported event. Log files submitted to clinical engineering noted a double disconnect with an associated power loss and power up. The controller and batteries were exchanged. There was no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
One controller ((B)(4)) and two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller power-up and associate motor start event on (B)(6) 2015, indicative that both power sources were disconnected from the controller. However, the data log file extracted from the returned controller did not show any record of the returned batteries (B)(4) used for the last 30 days. Analysis of the returned controller revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the "no power" alarm remaining silent when both power sources were disconnected from the controller. Supplemental testing found that controller's internal battery (bt1) that supplies power for the "no power" alarm was depleted. The confirmed malfunction is related to the reported event. The manufacturer has an open an internal investigation to evaluate these types of issues. Analysis of the returned battery (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of the returned battery (B)(4) revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the pres flag was green instead of red, indicative that the battery was in inactive/removed mode. However, once the battery was connected to the charger prior to m55, the battery was reset to an active/present mode and operated as intended afterward. The pres flag was most likely enabled by a loose connection where the therm gnd was not detected by the u2 chip. The most likely root cause of the reported event may be attributed to the controller's internal battery (bt1) that supplies power for the "no power" alarm was depleted. This is one of three reports (3007042319-2016-00238, 00239 and 3007042319-2016-00240) submitted for devices related to the same event. Corrected data: correct implant date (B)(6) 2011.